Event description:
N/a

Manufacturer narrative:
Device identifier: (B)(4). The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the 00mlx mlx 300w xenon lightsource, the unit was smoking. It is unknown if there was any patient contact, injury or surgical delay. Additional request for information has been sent.